Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not bumped or dropped. Customer stated that the pump was exposed to sweat. Customer stated that while she was lying in bed, she probably laid on the pump and gave 3 units by mistake. Customer was not sure if she did it or if it was the pump. Customer's blood glucose fell to 40 mg/dl and she felt weak. Customer drank a glass of coke and ate some of her sandwich. Customer stated that she feels good and is already on insulin pens. Customer agreed to replace the pump. Customer mentioned that she changes her quick set every 3-4 days.